Event description:
It was reported that the customer received a continuous glucose monitor error 42. The reverted to an alternate method for insulin therapy. There was no reported adverse impact to the customer.